Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check, the cardiosave intra aortic balloon pump (iabp) malfunctioned. Screen flickering was detected. There was no patient involvement reported.